Manufacturer narrative:
The meter has been returned and further evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
See supplemental report.